Manufacturer narrative:
Additional information: e1 (event site postal code- (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse removed all display cable and re connected all cable properly and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,e1(name),e2,e3,g2,g3,g6,h2,h10,h11. Corrected data: b5,h6(clinical & impact).

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit is switching on display count and flickering. There was no harm reported.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit is switching on display count and flickering.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.